Event description:
It was reported that a pump malfunction occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted with resetting the device. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arise.